Event description:
It was reported that customer experienced high blood glucose reading on pump, with value displayed only as ¿high.¿ customer delivered correction bolus using pump and did not require emergency help, and technical support assisted caller with adjusting insulin duration and biq/ciq settings while advising customer to consult healthcare provider regarding updated settings.